Event description:
Article discusses the death from a failed ventilator. No details are given about the brand or type of ventilator, only that it failed during the night and the pt was found dead. Pt died possibly related to a failure of a ventilator. In 2002, conducted an investigation into a report of a ventilator malfunction causing a fatality. The fatality involved a pt who had been severely paralyzed by a bacterial meningitis infection. The pt was convalescing at home under the care and supervision of their parent and part time nursing. The pt was dependent on the ventilator operating at room air, as well as oxygen at 2 liters per minute supplied by an oxygen concentrator via a 50 foot tube connected to the ventilator. On the morning of the pt's death, no health care professional was available. The parent had been sleeping in the room with the pt and at approx 8:30 am noticed the pt looked a little pale. The parent noticed that the pt still appeared to be breathing as they observed pt's chest rising and falling assisted by the ventilator. The parent stated they next shook the pt to awaken them but found that could not get a response. The parent then alerted another family member who was also living in the apartment, and called 911 for assistance. Emergency medical arrived and took the pt to the emergency room of the hospital where pt was pronounced. The pt's parent had observed that the oxygen line connected to the ventilator had become disconnected at some point during the night/early morning. The parent stated that this had happened once before on a wednesday or thursday just prior to the pt's death on sunday. The parent stated that they had found the pt had turned blue due to a lack of oxygen. They had observed that the oxygen tube had become disconnected from the ventilator. The home health nurse was available on that day and assisted in reviving the pt. The parent stated that they were concerned because no alarm from the ventilator had sounded alerting them to this disconnection.